Event description:
It was reported the pt does not have stimulation. The pt stated she does not recall when she last charged her ipg. The ipg is not communicating with any of the external devices. Surgical intervention to replace the ipg may be pending at a later date.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.